Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was able to fire but staple line as incomplete. The reinforcement was cut to complete to resolve the issue. There was no patient injury.